Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter abdominal aortic aneurysm. It was reported that on CT 8 years later it was noted that the aneurx stent graft had migrated 50mm distally. The patient received treatment with the implantation of another stent graft and the event was resolved. As per the physician, the cause of the event was anatomy related due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.